Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/ davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct 510k. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. Updated fields: a2, b2 (outcomes attributed to adv ev), b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected data: g.4 (510k). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/ davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿two small hernia sacs were noted in epigastrium with omentum was reduced. The hernia sacs were reduced. A ventralex mesh was placed using prolene sutures.¿ (B)(6) 2018 - patient was diagnosed with chronic draining sinus and adhesions thereby underwent open repair with partial excision of ventralex mesh. Per op notes, ¿extensive adhesiolysis was performed. The chronic granulation tissue and sinus tract were excised with some of the mesh tails. The wound vac was placed.¿